Manufacturer narrative:
Additional information: section b5: additional information received revealed that there were no patient injuries and the surgeries were successful. The doctor stated that the issue only happened once where the second haptic would not release. Section d1: brand name: tecnis simplicity. Section d4: model number: dcb00. Corrected data: in review, it was noticed that ' tecnis 1-piece iol with tecnis preloaded delivery system' was inadvertently entered in the 'd2- common device name' of the initial MDR report, which is incorrect. Therefore, the information has been corrected in this supplemental MDR report and the following field was updated accordingly: section d2: common device name: intraocular lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown, as serial number was not provided. The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the second haptic of the preloaded intraocular lenses (iol) are getting overridden by the plunger and got stuck. The surgeon had to use instruments to work them apart. The lenses were successfully implanted but with greater efforts. The patient had no issues and no other complications occurred other than surgeon having to work to release the second haptic while the first half of the lenses was already inserted into patient's operative eye. This issue of second haptic getting stuck seemed to be a continual problem for the surgeon, for about 5-10% of the time and this was not related to any user error according to the doctor's report. This report captures the issues against the unknown preloaded lenses (quantity: unknown). A separate report is being submitted to capture the issue against the iol with known serial number.